Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was returned for analysis and damage was observed to the iol. No cartridge was returned. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. No cartridge returned. The product investigation could not identify the root cause for the reported complaint as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We were unable to conduct dimensional testing due to condition of returned sample. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned to the manufacturing site for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens stuck in the cartridge and the haptic ruptured. It was reported the patient was involved, but no patent harm.